Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post initial procedure, a possible type 3b endoleak with sac growth was reported. An intervention has been scheduled and the patient is currently in stable condition.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported sac growth and possible type iiib endoleak were unconfirmed due to a lack of relevant medical records and imaging. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was reported to be stable and under surveillance. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: device remove code 3190, h6: result remove code 3233, h6: conclusion remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post initial procedure, a possible type 3b endoleak with sac growth was reported. An intervention has been scheduled and the patient is currently in stable condition. Additional information: the physician performed a secondary procedure and implanted two vela infrarenal stent grafts to treat the reported events. The patient was reported as stable.